Event description:
It was originally reported by the customer that the device had a service indication illuminated and had logged an error code. Upon evaluation, physio-control verified the reported condition and observed that the device was resetting itself. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly as part of the tsu. The power supply assembly was replaced to resolve the power issue. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and determined that the root cause of the reported power failure was an electrically leaky filter, designator fl4. Residue was also found under filter fl7. When the system controller pcb assembly was inspected, it was found that ic chip, designator u61, is associated with the phosphorus molding compound issue.